Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient (pt) who was implanted with an implantable neu rostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that the patient has been getting an end of service message on the handset since (B)(6) 2026. Technical services (tss) asked the caller to check ins status with the clinician application and confirmed same message. Reviewed that this message indicates the device has reached eos. The patient has not had any falls or trauma but has lost 40 pounds in the last year. Caller and pt were concerned with longevity and pt reported they are not happy. Reviewed possible reason that could lead to depletion earlier than expected such as impedance issue, high stim settings. The issue was not resolved through troubleshooting. The caller will discuss next steps with the patient and patient's healthcare provider to further address the issue. Rep indicated that the pt was running stimulation at 5 ma and is collecting clinic notes for review. No symptoms were reported.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the cause of the ins reaching eos was unknown, however the rep indicated that the patient was "running device at a very high setting (6.0 and higher)." The rep indicated that the likely cause of the issue was "patient running device on each program at 6.0 and higher." The rep noted that the patient is going to decide if they want to replace the device or just explant without replacement. The issue has not yet been resolved as patient is deciding how they would like to proceed. Device removal or replacement is not yet planned.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.